Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007: the patient was presented with l4-s1 degenerative disk disease. So the patient underwent l4-s1 transforaminal lumbar interbody fusion with interbody cage by 26 mm graft filled with autograft and allograft consisting of rhbmp-2. Segmental instrumentation with screws and plate. Lateral arthrodesis with autograft. Intraoperative neuro-navigational system. As per-op notes: burrito of rhbmp-2 and autograft was placed into each disc space followed by the 12 x 26 mm interbody cage again filled with allograft. This was placed under fluoroscopic guidance to the midline and to the anterior edge of the vertebral body. The set screw was placed to keep it in the place. Patient alleges neuropathy and back pain due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.